Event description:
The customer alleged they had been having ongoing issues with their e411 analyzer. The customer provided data for carcinoembryonic antigen (cea) and ca 125 results from four patients. One of the patients had a discrepant cea result that was reported outside the laboratory. The patient's initial cea result was 3.7 ng/ml. The patient regularly had cea testing performed and did not believe the result was correct as it fell within the normal range and he was constantly high. On (B)(6) 2014 the sample was repeated and the result was 5.52 ng/ml accompanied by a data flag. Another sample from the same draw was sent to the hospital for testing on their siemens analyzer and the result was 5.1 ng/ml accompanied by a data flag. This result was sent to the physician as a corrected report. On (B)(6) 2014, the same sample as the original result was repeated by the customer and the result was 5.7 ng/ml accompanied by a data flag. The patient was not treated nor had treatment withheld based on the discrepant result. There were no adverse events. The cea reagent lot number was 17409902 and the expiration date was 01/31/2015. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided.